Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a loss of both power sources. The patient was asymptomatic. The log files were sent for review and captured a brief pump stop that appeared to have resulted from a loss of power to the system controller. After reconnection, the pump ramped back up to normal speed and no further alarms were seen. Regulatory reference report: MFR # 2916596-2022-15778.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop that appeared consistent with a complete loss of power to the patient's system controller. According to the account, the cause of the complete loss of power was an operation mistake. The submitted log file captured events from day 25, hour 12, minute 25 through day 31, hour 23, minute 51. Following this timeframe, a clock reset to day 0, hour 0, minute 0 was observed, indicating a complete loss of power to the controller had occurred that would have stopped the pump. The duration of time that the pump was off could not be determined through this evaluation. Following the restoration of power to the system controller, the associated alarms were observed as the pump regained speed. The pump operated at or above the low speed limit for the remaining duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. D, are currently available. These documents state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times and notes that disconnecting both power leads at the same time will cause the pump to stop. Additionally, these documents address all alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.